Manufacturer narrative:
No RMA has been initiated for this issue. Model 9805p, serial number/date code and age of product are unknown at this time. The owner's manual part number 1024492 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a female whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that while patient was being lifted a screw popped off. The lift cannot be utilized. No injury. It is unknown where the screw is located that popped off.

Event description:
Customer alleged while lifting a patient, the screw popped off and it broke. No injury alleged.